Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. The customer was assisted with troubleshooting. No harm requiring medical intervention was reported. Customer stated that drive support cap was normal. Customer stated that insulin pump was exposed to high magnetic field. Customer stated that they unable to locate the alarm history screen because the insulin pump was stuck in the rewind or prime numbers counting up cycle. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The device will be returned for analysis.